Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 41-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('right lower quadrant pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included uterine bleeding, uterine fibroid and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (exploratory laparotomy with left salpingooophorectomy, laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure. The reporter commented: 6 coils visible in left tube, 3 coils visible in right tube. Discrepancy noted in date(s) of insertion: (B)(6) 2012; discrepancy noted in date(s) of removal: (B)(6) 2013. As per mr- 09aug2013: exploratory laparotomy with left salpingooophorectomy(B)(6) 2013: procedure: d & c; laparoscopic supracervical hysterectomy; right salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2012: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received. Reporter information, medical history, lab data added. Date of insertion, date of removal updated. Event medical device removal updated to event right lower quadrant pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.